Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin had a crack form the main screen on the case to the battery compartment case. Customer's blood glucose was 64 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty fsr (gold).unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Insulin pump had cracked case at display window corner, minor scratched display window, scratched case, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.